Event description:
It was reported that during a scheduled device change-out procedure, the helix of the right ventricular (rv) lead could not be screwed into the rv coil connector of the device. When the lead could not be connected after multiple attempts, the device was removed and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed; no anomalies were found. (B)(4).